Event description:
It was reported the patient¿s symptoms were not better. ¿impedance measures¿ were also noted. It was unclear what this was in reference to. The system was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v009195, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).